Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient vessel dissection' is a known and anticipated complication to this type of procedure and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject axs infinity ls¿ plus long sheath and other devices were used to remove the proximal face of clot located at the left ica (internal carotid artery) - intracranial-t (bifurcation). Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0, national institute of health stroke scale (nihss) of 10. At the first pass, the dissection flow limitation intracranially with washout noted in inferior division of middle cerebral artery. According to the site, the relationship of the dissection to the subject device (axs infinity ls¿ long sheath) when tracking the subject device through tortuous anatomy and patient¿s young age/genetics. Medical management (dapt. Asa and brilinta) was administered in response to the patient dissection. The procedure was completed with the subject device and the patient was assessed having a tici grade 2c and nihss score of 7 after 24 hours procedure. The patient was discharged home on (B)(6) 2021 and the angiography will be following up in few months as the dissection has not been resolved.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject axs infinity ls¿ plus long sheath and other devices were used to remove the proximal face of clot located at the left ica (internal carotid artery) - intracranial-t (bifurcation). Prior procedure, the patient neurological assessment showed the tici (thrombolysis in cerebral infarction score) of 0, national institute of health stroke scale (nihss) of 10. At the first pass, the dissection flow limitation intracranially with washout noted in inferior division of middle cerebral artery. According to the site, the relationship of the dissection to the subject device (axs infinity ls¿ long sheath) when tracking the subject device through tortuous anatomy and patient¿s young age/genetics. Medical management (dapt. Asa and brilinta) was administered in response to the patient dissection. The procedure was completed with the subject device and the patient was assessed having a tici grade 2c and nihss score of 7 after 24 hours procedure. The patient was discharged home on (B)(6) 2021 and the angiography will be following up in few months as the dissection has not been resolved